Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a unable to authenticate user, unable to register her fingerprint and unable to pull medications. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d concomitant med prod data upon investigation of the actual device used in this incident, it was determined that the unable to authenticate user error. A technical support specialist (tss) had troubleshot two users within the "va.gov" ad path, troubleshot single-user access to the brn med cart, and finally deleted older users from the server database. Tss completed these three-task issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server unable to authenticate user, unable to register fingerprint and unable to pull medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.